Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had experienced ineffective therapy. The patient underwent a full scs explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7072453/7072501. (B)(4).

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure wherein everything was removed. The explanted device components were not returned. No further information was obtained.